Event description:
The pt was complaining about instability. After examination, the surgeon decided to exchange the original tibial insert (ultra congruent) for a standard tibial insert. The agent reported the complaint on (B)(6) 2014 only. Reference MFR report # 3005180920-2014-00026.